Event description:
Spouse reported a false negative result on behalf of the consumer with the binaxnow covid-19 antigen self-test on (B)(6) 2023. Repeat testing was not performed. Confirmation testing (platform unknown) was performed on (B)(6) 2023 at an urgent care and generated a positive result. The consumer was experiencing covid-19 symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
Spouse reported a false negative result on behalf of the consumer with the binaxnow covid-19 antigen self-test on (B)(6) 2023. Repeat testing was not performed. Confirmation testing (platform unknown) was performed on (B)(6) 2023 or (B)(6) 2023 at an urgent care and generated a positive result. The consumer was experiencing covid-19 symptoms. No additional patient information, including treatment and outcome, was provided.